Manufacturer narrative:
(B) (4) : physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that the ECG would very intermittently go low in its gain. Replacing ic chips, designators u12, u15, u18, u19 and measuring resisters and capacitors in the circuitry was attempted; however, the failure still remained intermittent. The cause of the reported failure was determined to be due to the therapy pcb; however, further component cause could not be determined.

Event description:
During normally scheduled product maintenance, it was observed that the ECG gain test failed while in paddles lead. The ECG gain was too low. It was confirmed that the device would deliver therapy; however, it was not certain if the low gain would affect the device's ability to appropriately analyze a rhythm in AED mode. There was no pt use associated with the reported failure.